Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Visual inspection: it was observed that the screw had fractured immediately below the ball feature of the screw shank. Analysis of the fracture face indicated that the failure likely occurred in torsion. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Excessive torsional forces during insertion may have overloaded the structural integrity of the screw, resulting in a failure of this nature.

Event description:
This report summarizes <noe> 1 </noe> malfunction event where a yukon oct polyaxial screw broke upon insertion into the t1 pedicle intra-operatively. Surgery was successfully completed with another screw and a five minute delay. No adverse consequences or medical intervention were reported.